Event description:
It was reported that the patient underwent an unspecified spinal fusion procedure using posterior instrumentation. Upon insertion of the s1 screw, the driver tip broke off inside the head of the screw. No additional information has been provided.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Evaluation of the returned device visually confirmed approximately 4mm of the instrument tip has been broken off, consistent with interface during usage. The fracture surface analysis reveals a fairly flat fracture and circular material flow, consistent with torsional overload. The above findings are consistent with misuse due to torsional overload, and resulting in the foregoing event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.